Event description:
Additional information was received from a patient (pt). It was reported that the device does not help them.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from manufacturer representative (rep) who states after reprogramming the patient was able to get stimulation in their back again. Cause of stimulation in wrong spot was unknown. The issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID tm91scs2 (serial: unknown); product type: ; implant date n/a; explant date n/a. B3: event date is date valid medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported they turned their therapy on today for the first time and it was already giving them horrible problems, they never should have gotten another, and they already wanted the thing out. Patient was very escalated and was not sure what component of equipment was what, because they did not get any manuals. Patient said the stimulation was not buzzing where it was supposed to be and they wanted the device turned off; buzzing in legs instead of back, and said the rep earlier today couldn't get stim to the right spot. Agent offered to assist patient in turning therapy off, but patient said they just got the equipment today and the communicator may not be charged up. Patient mentioned beeping and something had been 'spinning for 45 minutes' but did not clarify when agent inquired what they were seeing (agent understood patient had been talking about the light on the recharger circling, since they clearly charged the ins). Agent had patient plug communicator into power cord and patient confirmed it was taking a charge. Patient was able to connect to the therapy application and turn therapy off after turning the recharger off. Equipment appeared to be functioning as expected; agent understood patient had not understood what component was what, and hadn't previously been charging anything until today. The issue was resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue with stimulation. Patient mentioned the last time they had their battery replaced, the therapy didn't work and they let the battery die, and now it was happening again. Due to the nature of call, agent did not inquire further about historical information. Agent ordered manuals for the patient.